Manufacturer narrative:
Siemens has completed the investigation. Based on the co-ox sample quality checks, qc performance, and lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated events, the co-oximetry optical subsystem responsible for the measurement of thb on rp500e system appeared stable and functioning as expected. A review of the data did not suggest anything unusual for the co-ox behavior of these patient samples that generated the alleged discrepant high thb results. The reported thb results for these patients, based on sample analysis as delivered to the co-ox slide cell, appear valid. The cause of this event is unknown. The instrument is performing as intended and is currently operational at the customer site.

Event description:
Customer reported that they received discrepant high total hemoglobin results compared to retesting on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided. Instrument files and investigation is underway. The cause of this event is unknown.